Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.